Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(4) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(4) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 28-aug-2021, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 04-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient has two distal lead tips poking through their skin in their face. The doctor is revising the leads on (B)(6) 2019. The rep ran an impedance test this morning, and the patient had high impedances on contact 8 (which is the exposed contact). The patient's leads were implanted in her face for trigeminal nerve pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018. Product type lead ,product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the physician believes the leads poked through because the facial skin is so thin and the jaw is so mobile causing erosion on top of the leads. The physician pulled the leads back further under the skin. No further complications were reported.